Manufacturer narrative:
The device was not returned for analysis. The review of the production record and similar compliant history could not be conducted because the part and lot numbers were not provided. Corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. The reported failure to achieve hemostasis and unexpected medical intervention appears to be related to operational context. It is likely that the reported challenging anatomical conditions contributed to the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery access site was attempted with two proglide devices using the pre-close technique via a 18f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of both proglide devices were successfully pre-placed. The sheath size remained an 18f sheath and the tavi procedure was completed. Reportedly post-procedure, the knots were advanced and tightened as intended, but due to the difficult anatomy hemostasis was not achieved. A non-abbott graft stent was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.